Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 210 mg/dl, 81 mg/dl, 404 mg/dl, 395 mg/dl and 82 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
This medwatch report is for one of the possible suspect devices used. (B) (6).